Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A baxter sales representative reported to baxter corporate product surveillance an interlink y-type blood solution set in which the roller clamp did not stay clamped. According to the report, the nurse tightened the roller clamp to restrict flow and came back to find the roller clamp in the open position allowing medication to flow at a greater rate than intended, leading to a bolus of lactated ringers. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was returned for evaluation. Visual inspection showed that all three clamps were in the shutoff position . Visual inspection also showed no obvious abnormalities with the sample. The sample was then spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed and checked for flow shut off by closing each on/off clamp. The regulating clamp was also checked for shutoff. The sample primed and flowed normally with complete shutoff noted at all three clamps. No failures were detected and the reported problem was not confirmed.